Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the clinical files did not show occurences of the customer's complaint. It is important to note, the electrode pads or multi-function cable used during this event were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.